Manufacturer narrative:
Concomitant medical products: 6946m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high atrial threshold. Device remains in use. No patient complications have been reported as a result of this event.